Manufacturer narrative:
Batch review performed on 19 november 2024: lot 135986: (B)(4) items manufactured and released on 26-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain due to a loose cup and the cause is unknown. At about 10 years and 6 months post-primary the surgeon revised the cup, head and liner. The surgery was completed successfully.